Event description:
It was reported to philips that while using the allura system all the movements stop spontaneously during the examination. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that all the movements stopped spontaneously. A review of the system log file confirmed the reported problem. Upon functional testing, the fse suspected an unexpected height movement detected of the ad5 table, specifically due to the height pot meter (saf-r1) actual value changing without a movement command. The cause of the ad5t extension v3 failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ad5t extension v3 by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.